Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the ql database metric exceeded the upper critical threshold, and a full sync condition was reported. The customer reported a "db exceeded threshold" alert indicating that the database metric had surpassed the configured critical threshold.there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for (B)(6) was performed from the date of manufacture, 22-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that database bloated due to data sync failure. A technical support specialist (tss) disabled the data sync and the maintenance services, decrypted and backed up the database, then deleted and recreated the database followed by medication application repair. Services were reenabled, a full sync was completed, and the database was encrypted. Post-reboot, login was verified. Additionally, a biometric identifier (bio ID) issue causing login failure and system hang at initializing peripherals was identified and resolved by reinstalling a biometric identifier driver. The system functioned as intended after the technical support specialist troubleshot the device.